Manufacturer narrative:
Product event summary : the full lead was returned and analyzed with no anomalies found. The distal conductor was distorted due to kinking/buckling and visual analysis noted the lead was damaged at implant.

Event description:
It was reported that during an implant procedure, the left ventricular lead "pulled back after placement." The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5592 implantable pacing lead 2005 (B)(6). (B)(4).